Event description:
A (B)(6) male patient contacted zoll customer support to report constant gong alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) to ECG electrode b. The cause of the check belt alarms is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.